Event description:
It was reported that capture anomaly was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition before, during and after the procedure.